Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: when inserting the device into the trocar, it cut a piece of the gasket. The piece was retrieved from pt. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury reported.